Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm during rewind. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Insulin pump will be replaced.